Manufacturer narrative:
Date of event estimated.

Event description:
Related manufacturer reference number: 3006705815-2024-00536 and 3006705815-2024-00537. It was reported that the patient experienced some falls, and via x-rays confirmed that the patient's leads had migrated, and as a result was experiencing ineffective therapy. At this time, it is also unknown the reason for explant of the ipg. Surgical intervention may take place to address the issue.

Event description:
Additional information indicates that the device was electively replaced on 8feb2024 as physician wanted to provide the patient with a completely new system. There is no alleged stated deficiency or malfunction of the device.

Manufacturer narrative:
Correction: additional information indicates that the device was electively replaced (B)(6)2024 as physician wanted to provide the patient with a completely new system. There is no alleged stated deficiency or malfunction of the device. This device is no longer considered reportable.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating that surgical intervention took place where both leads were explanted and replaced to address the issue. The ipg was electively replaced. Effective stimulation was restored. Due to ipg was electively replaced as physician wanted to provide patient with completely new system. There is no alleged stated deficiency or malfunction of the device, and thus not reportable.